Event description:
Boston scientific received information that high out of range shocking impedances were noted on this device. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.